Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according with the information provided, it was reported that during a labral repair three of the gryphon p br ds anchor w/orthocord from the same lot number failed. The first one pulled out and the remaining two had a broken shaft. The device was received and evaluated, on visual inspection, it could be observed that the distal tip of the device broke off. The sutures and the anchor were not returned. A manufacturing record evaluation was performed for the finished device 6l50307 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A root cause can be attributed to excessive force applied to the device when malleting at the moment of insertion, therefore when pulling back the device for removal, the distal tip broke off. As per IFU 109363 push-in technique ¿ gryphon-p, page 6. 3. Establish the axial alignment of the inserter to the hole. Insert the anchor into the drilled hole (through the drill guide) to full depth by malleting on the inserter handle until the inserter laser line is aligned with the drill guide: a. Arthroscopically ¿ inserter laser line appears in distal window of drill guide. B. External to joint space ¿ inserter laser line aligned with proximal end of drill guide. 4. Open slide cover on the inserter handle and remove suture card. 5. Remove inserter from anchor by pulling straight back on handle. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a labral repair procedure on (B)(6) 2021, it was observed that a gryphon p br ds anchor w/orthocord device pulled out. Another like device was used to complete the procedure with a 20 minute delay. There were no adverse patient consequences reported. No additional information was provided.